Event description:
Additional info received from the reporter on (B)(6) 2014: update on (B)(6) 2014: on (B)(6), a different doctor performed a lavh/bs. Upon removal of my uterus, it was discovered that both essure implants had perforated my uterus.

Event description:
During the procedure to implant the essure coils there was some type of problem during insertion and one coil broke so my gyn had to open a second kit to finish implanting. After it was over I had cramping, bleeding, and discomfort as my doctor had warned me of. Everything seemed fine and then two weeks later I started my regular period. It lasted 6 months. I contacted my gyn, and she wanted me to take birth control pills to get my period back on track but when I went to my appointment I could not take the pill because for the first time in my life I had high blood pressure. Shortly after that visit my period stopped. A month later my period started again and lasted my normal 5 days. However with that period and every period since (that was in (B)(6) of 2012) on my second day of my period I bleed horribly. I have to use 2 tampons and a (B)(4) pad at a time. I will still bleed through that within an hour and have huge gushes of blood that accompanied by large clots cover my clothes down mid-thigh. Since implanting I have also had many other side effects that I didn't think were essure related until doing some research online and made the connection between them. My other symptoms are as follows: weight gain (45 lbs.) That I can not lose, numbness in my upper lip, muscle spasms, metallic taste in my mouth, fatigue, loss of energy, constant brain fog, boils, painful ovulation, unexplained bruising, moodiness, heart palpitations, nausea, spotting after sex, excessive cramping during my period, severe bloating, joint pain, numbness and tingling in my hands and feet, sharp stabbing pains in my pelvis, breast pain and tenderness, abdominal spasms, twitching and a feeling of a flutter, chronic lower back pain. Yesterday I was finally able to have my hsg conformation test only for it to be discovered that the coil that is supposed to be in my right fallopian tube is in my abdomen. I am not sterile. (B)(4).

Event description:
(B)(4). Essure cards with lot numbers were found. I have two cards, both having a different lot number as two kits were used during implantation. They are: ref ess305, lot 50705834 and ref ess305, lot 50701364.